Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. The display remained blank and there was no burning smell detected. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. Upon internal visual inspection of the returned cycler, dried fluid was observed within the cassette compartment and underneath the pump assembly. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during drain 3 of 4 their peritoneal dialysis (pd) treatment. The ok and stop keys were pressed, and the cycler was rebooted, however the screen remained blank. The patient also observed what was described as an ¿electronic heat smell¿ coming from the cycler. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and issued a replacement cycler to the patient. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn) of the event and cycler replacement. The patient stated they would not perform an alternate form of treatment. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.